Event description:
It was reported that a spectrum pump under infused. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported problem was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No hardware/software abnormalities were discovered through troubleshooting of the device. No correction was required. Should additional relevant information become available, a supplemental report will be submitted.